Event description:
It was reported by the surgeon that one of his patient developed an infection in the neck area due to usage of tie-downs to secure the lead in the neck region. No patient information or any additional was provided. Good faith attempts to obtain additional information has been unsuccessful till date.